Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery cap was put, but the insulin pump went totally blank it was no longer turning on. The customer was assisted with troubleshooting. Customer remove the battery and states insert battery alarm did not display on the insulin pump screen. Customer stated display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.